Manufacturer narrative:
Device evaluation: the device was returned and evaluated by a cross functional team on 26 june 2020. The team confirmed the reported patency complaint while attempting to load a 0.035" guide wire through the guide wire lumen. The guidewire would not pass through the lumen, under the strain relief area, both proximally an distally. Once the strain relief was removed, the team observed excessive adhesive around the distal end of the hub. Excessive adhesive during the assembly process was determined to be the cause of the blockage.

Event description:
It was reported to a philips representative on 15 june 2020 that preparations for a lead extraction procedure were being made, including preparation of a spectranetics bridge occlusion balloon to be used in the event of an emergency during the procedure. However, while attempting to place the bridge balloon on the guide wire, it would not thread onto the wire. They attempted to thread it both proximally and distally without success. A second bridge balloon was threaded onto the guide wire with success. It was reported that the procedure was successfully completed with no reported patient harm. This report is being submitted due to this reported failure contributing to a serious injury if it were to recur during an adverse event.